Event description:
According to information received, the pt underwent CABG x2. A saphenous vein graft (svg) was grafted to the ramus intermedius utilizing a sjm symmetry aortic connector proximally for the attachment to the aorta, and the left internal mammary artery (lima) was grafted to the left anterior descending (lad). Approx 7 months postoperatively, the pt developed sob and chest pain. Cardiac catheterization was performed and demonstrated the ramus intermedius branch was occluded proximally and the lima was occluded. Ptca was performed and a stents were placed in the ramus intermedius branch of the left circumflex (cx) and the lad. The pt subsequently underwent additional cardiac cath procedures for occlusion of the svg and lima. In 2006, the pt underwent heart catheterization for complaints of chest pain, was diagnosed with pulmonary hypertension and was discharged in stable condition.